Event description:
It was reported that after completion of a successful interventional procedure to treat a lesion in the proximal rca, extravasation of contrast was observed distally. It was determined that the guide wire had migrated too far distally, and a perforation had occurred distal to the pda; the patient was observed for approximately ten minutes, and no change was noted to the affected area. The patient had been given integrilin, and during the procedure had an act of approximately 500 seconds; no additional information was reported on any subsequent administration of medication. At some point subsequent to the procedure, tamponade was observed and pericardiocentesis was performed. The patient expired the next day.